Manufacturer narrative:
The complaint is being reported by zimmer biomet as (B)(4). The product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the handpiece was stiff. The graft was too thin. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
(B)(4). On may 29, 2017, it was reported that the handpiece was stiff and the grafts were too thin. On june 20, 2017, it was clarified that the issue occurred during surgery. The event was not identified immediately upon opening the device and before first use. No medical intervention/additional surgical procedure was required. Review of information entered in this etq file determined that the reported issue occurred on (B)(6) 2017. It was reported that there was no patient harm/injury associated with the report and no surgical delay. The customer did not return an air dermatome device, serial (B)(4), for evaluation. Zimmer biomet australia has previously repaired/evaluated air dermatome serial (B)(4) as documented in the repair reports in sap. The device history record (DHR) noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Initial qa inspection of the air dermatome by zimmer biomet australia was not performed since the device was not returned for evaluation. Repair of the air dermatome was not performed by zimmer biomet australia since the device was not returned for the repair process. The reported event was non-verifiable since the device was not returned for evaluation or repair. The reported event was non-verifiable since the device was not returned for evaluation or repair, hence, a root cause cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.